Event description:
It was reported that noise was present on the atrial lead that was sensed and led to storage of atrial tachy response episodes. Provocative maneuvers were performed in clinic that elicited a brief episode on the presenting electrogram. The patient was asymptomatic. The atrial lead remains in service and no adverse patient effects were reported.